Manufacturer narrative:
(B)(4). The results of this investigation concluded tearing was observed in all three leaflets. A band of fibrous pannus ingrowth was observed across leaflet 3. A horizontal fold was observed in leaflet 3, contributing to incomplete coaptation. No acute inflammation or significant calcification was observed. No evidence was found to suggest the cause of the tears, fold and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2011, an aortic valve replacement was performed and this 21 mm sjm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted. At explant leaflet failure at the base around the sewing cuff was noted and it appeared that one leaflet was detached from the sewing cuff at the base of the valve, and the stitching became "unraveled". A 21 mm tissue valve from another manufacturer was implanted. The patient was reported to be stable postoperatively.